Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. During the evaluation wear, scratches, dark streaks and a patch of discoloration on the backside of the device were noted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2007 and a right total hip arthroplasty on (B)(6) 2008. Subsequently, the patient's left hip was revised on (B)(6) 2015 due to metallosis, loose acetabular component, pain, elevated metal ion levels, and limited mobility as patient used a cane. Operative report further noted cysts and well-fixed stem during the revision procedure. The head, cup, and acetabular screws were removed and replaced and a liner was implanted. The patient's right hip was revised on (B)(6) 2015 due to metallosis, pseudotumor, pain, elevated metal ion levels, and loosening. The head was removed and replaced and a liner was implanted. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received reported that patient received steroid injections on (B)(6) 2011 and (B)(6) 2012 due to recurrent bursitis of the greater trochanter.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2016-00879 / 00881).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2007 and a right total hip arthroplasty on (B)(6) 2008. Subsequently, the patient's left hip was revised on (B)(6) 2015 due to metallosis, loose acetabular component, pain, and elevated metal ion levels. Operative report further noted cysts and well-fixed stem during the revision procedure. The head, cup, and acetabular screws were removed and replaced and a liner was implanted. The patient's right hip was revised on (B)(6) 2015 due to metallosis, pseudotumor, pain, elevated metal ion levels, and loosening. The head was removed and replaced and a liner was implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.